Event description:
Reported as "rupture (of) catheter" (leak).

Manufacturer narrative:
Taper I. Medwatch sent to FDA on: 02/jan/08. The access port connector associated with this report has not been returned and was discarded after surgery by the reporter. Based upon the implant date provided by the reporter the connector type is assumed to be a taper I. The reporter of the event was asked to return the product for analysis. Allergan has not received the product at this time. Therefore, no analysis or testing has been done. Device labeling addresses the possible outcome of leakage as follows: "deflation of the band may occur due to leakage from the band, the port or the connector tubing."